Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded mother board. There was no moisture damage inside the reservoir compartment. The pump had corroded keypad traces, cracked display window corner and missing end cap sticker.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the pump fell in the water and the buttons stopped working. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.